Event description:
It was reported that for the past six months the patient has experienced a loss of therapeutic effect despite increases in medication dosages. The patient did not experience any withdrawal symptoms. An exploratory catheter surgery was done. When the catheter was disconnected, the retrograde flow of fluid from the catheter was slow. The neurosurgeon decided to replace the catheter. The pump was used to delivery lioresal 2000mcg/ml. Prior to the catheter replacement, the patient was receiving 790.7mcg/day. Following the catheter replacement, the dosage was reprogrammed to 96mcg/day. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.